Manufacturer narrative:
This is being reported for a problem found earlier. An investigation of the case logs revealed that there was a merge shift leading to the l2-l, l3-l, and l4-l screws to be misplaced. T is recommended that the user performs an anatomical landmark check after verifying the merge. When performing anatomical landmark checks, it is recommended that the user sweeps medial/lateral and then cranial/caudal to ensure navigation integrity. For mis cases in particular, it is recommended that a landmark check of the lamina is completed after the first incision is made. Screws were repositioned intra-operatively and there was no adverse effect to the patient. The observed overall risk is low, which does not exceed the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced to user technique.

Event description:
It was reported that while using the excelsius gps system, the case was aborted due to robotic error, and screws were then removed and replaced without robot.